Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into balloon of the catheter.

Event description:
It was reported that water could not be injected into balloon of the catheter.

Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, since the problem could not be reproduced. The exterior of the sample was inspected and fund no evidence of a failure that would support the reported event. Per functional testing, the balloon was inflated using a syringe, with 10ml of water, the inflation funnel filled with water and ballooned out. The balloon was then deflated and repeated using the quick fill technique and achieved the same result. Dimensional evaluation: eye snip length 3/32¿ eye snip width 2/32¿ eye snip distance from distal cuff 10/32¿ eye snip distance from proximal cuff 8/32¿ rubberize thickness 13 thou reinforcement 211 thou inflation funnel thickness 54 thou balloon thickness (average) 27 thou inflation lumen coverage 11 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" (B)(4).